Manufacturer narrative:
This report is submitted on april 12, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with another device during the same surgery.